Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results from the investigation, the reported device malfunction was not reproduced, and no defect was observed. Hence, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed error 333. The issue occurred during a therapeutic unspecified procedure. There were no reports of patient harm.